Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo sample was provided to our quality team for investigation. Upon visual inspection, the barrel is observed complete, however, there is a damage on both the syringe barrel and the plunger. A device history review was performed for lot 1912263, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the root cause of the damage observed was likely related to the syringe jamming within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness during inspections. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. Root cause description: syringe damaged against any manufacturing equipment. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, this defect has been produced because barrel resulted damaged against any manufacturing equipment. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that prior to use the barrel was discovered to be deformed with a bd plastipak¿ 20 ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: please report to bd that a batch of 20cc syringes are in circulation with a production error. Not all syringes have this defect. I now have 3 and if I look in the syringe box I can get more out of it.